Event description:
Patient had breast implants placed about 22 years ago. Patient has been complaining of bilateral breast pain and swelling (left > right). Recent breast ultrasound and MRI demonstrate bilateral peri implant effusions and bilateral extracapsular rupture. Per or report, finding reveal bilateral extracapsular rupture of breast implants with calcification of the capsule seromas and thick material throughout. Per pathology report, breast, right implant, explanted: received in formalin is a 240 g, 11.8 x 12.0 x 2.7 cm disrupted breast implant. The outer surface is tan-brown and glistening, ranging from smooth to textured with the inscription "(B)(6), 220 cc". Breast, left implant, explanted: received in formalin is a 220 g, 12.0 x 11.5 x 2.8 cm disrupted breast implant, the outer surface is tan-brown smooth and glistening with the inscription "(B)(6), 220 cc".